Event description:
The pt was implanted with a left ventricular assist device. The bad coordinator reported the pt had been experiencing some high powers in the face of an elevated lactate dehydrogenase with lowered inr target due to gi bleeding. The event log confirmed the transient elevations in power. These events are associated with pi events.

Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.